Event description:
The center reported that the patient's device has reportedly failed. A decision was made to explant the patient's device. The family has refused the company's offer for device testing and evaluation.